Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin flow blocked alarm. The customer's blood glucose level was 128 mg/dl. The customer stated that they changed the reservoir and still got the alarm. The customer stated that the tubing was not kinked, not bent and there was no blood. The customer declined or was unable to troubleshoot. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.